Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective patient line cap of an unspecified quantity of amia automated pd cycler sets were loose and disconnected from the patient line connector. This issue was observed when the customer was opening the packaging of the set prior to setting up for peritoneal dialysis (pd) therapy. The customer further described the issue as, "when the package was opened the cap on the patient line is very loose and when that was bumped it comes off very easily". There was no report of patient injury or medical intervention associated with this event. No additional information is available.